Event description:
Report received indicated that there was a "red" foreign matter found inside the sterilized pouch during a visual check process inspection. At the time of the inspection, the product was in stock and was not clinically used. This product will not be returned for evaluation and testing.